Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. No surgical date has been set yet. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient lost effective therapy due to both leads have migrated. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.